Event description:
The manufacturer received information alleging a ventilator stopped providing flow and a patient's blood oxygen saturation decreased. The patient was placed on a back up ventilator. The ventilator was returned to the manufacturer for evaluation and the device's air inlet filter was found to be clogged with dust. The air inlet filter was replaced to correct the problem. Product labeling states, "under normal usage, you should clean the gray foam filter at least once every two weeks and replace it with a new filter every six months or sooner if needed." The ventilator's downloaded event logs were reviewed by the manufacturer and the manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.